Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of post timer/24v failure. Customer stated that they cannot access error log to look for additional error code to further define the post timer/24v failure. The customer reported there was no patient involvement.